Manufacturer narrative:
The actual device was returned for evaluation with an unspecifed malfunction. Reliability engineering evaluated the device and observed that the device thermistor and hand control assessment failed and the motor had an unusual noise and vibration. It was also noted that the flex circuit potting was cracked/corroded and the motor bearings were worn out and motor shows corrosion. Therefore, the reported condition was confirmed. It was further noted that the worn flex circuit was worn from normal use over time and consistent with flex circuit potting being cracked. The assignable root cause was determined to be due to worn out motor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the motor device had an unspecified malfunction. During an in-house engineering evaluation, it was observed that the thermistor and hand control assessment failed and the motor had an unusual noise and vibration. It was also noted that the flex circuit potting was cracked/corroded and the motor bearings were worn out and motor showed corrosion. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly